Event description:
Time of complication: during hospitalization- after procedure. Symptoms: slight left facial droop and slight weakness of left hand grip. It was reported that the pt experienced a stroke manifested as left-sided weakness. The pt was treated with IV fluids and the symptoms resolved. The pt was hospitalized in 2005 and discharged to a rehabilitation facility. The physician felt that the stroke was due to hypotension. No add'l info is available.